Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a staphylococcus epidermidis/ (B)(6) pocket infection. The implantable pulse generator (ipg) and pacing lead were explanted and replaced. No further patient complications have been reported as a result of this event.